Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on all available information, the reported entrapment of device appears to be due to procedural conditions. The reported foreign body in the patient is a cascading effect of the reported entrapment of device (clip caught in chordae). There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip caught in chordae and a foreign body in patient. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 3. To further reduce mr, a second clip was inserted. The clip advanced into the left ventricle (lv), but the physician decided to make minor adjustments due the clip being too close the implanted clip. These minor movements caused the clip to become caught in the chordae. Troubleshooting was performed, but the clip unable to release from the chordae. Although unable to release from the chordae, the physician was able to successfully grasp both leaflets, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.